Manufacturer narrative:
Type of investigation not yet determined/4118: acquiring more information on status of the unit. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit's blood pressure waveform (by optical fiber) disappeared after the transray 35cc intra-aortic balloon (iab) catheter treatment was completed. The blood pressure value was displayed as 0. It was believed that there was an issue with the iabp so it was replaced with a cs100 intra-aortic balloon pump and the signal was displayed again. Additionally it was reported that no problem was found with the cardiosave iabp by the service department and they wondered if the issue was actually with the iab catheter. It was reported that when the hub part of the catheter was touched there was some type of noise that displayed in the blood pressure waveform. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Event site postal code: (B)(6). Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.